Event description:
The cleaning brush broke during cleaning of a gastroscope. As per the complaint info provided, there was no pt involvement with this complaint event.

Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for brush breakages; regardless of pt outcome. The complaint info provided was as follows: "the cleaning brush broke during cleaning of a gastroscope." It may be noted that there was no pt involved in this complaint event. The device involved in the complaint was not returned for evaluation. With the information provided a document based investigation was carried out. The actual lot number of the device involved in this complaint was not provided; therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. Prior to distribution, all disposable endoscopic cleaning brush sets are subject to visual inspection and functional checks to ensure device integrity. Prior to distribution, all disposable endoscopic cleaning brush sets are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the product involved in this complaint could not be performed as the lot number was not provided. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the gastroscope, but as the complaint device was not returned and we cannot replicate conditions of use and we cannot conclusively determined the root cause of this complaint. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. The customer complaint was confirmed based on the complainant testimony. Quality engineering will continue to monitor complaints for potential emerging trends.